Event description:
The patient had difficulty recharging his device. The recharger heated up and turned off. This occurred multiple times. It was reported that the battery did not hold a charge 'a few days'. The patient had multiple pocket revisions because of the recharging issue. The implantable neurostimulator was replaced. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Testing of the programmable features and output ranges determined the implantable neurostimulator was functioning normally. There were no problems noted during the recharging session, and good coupling was observed. The ins recharged to full capacity, and held charge per specification. Good, stable output was observed on each electrode pair. Final device analysis revealed 'no anomaly found'. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.